Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was treated with manual injection. During troubleshooting, the customer indicated the infusion set cannula was bent. The customer was advised that the infusion set will be replaced. The customer decline troubleshoot for high blood glucose. The infusion set will be returned for analysis.